Event description:
It was reported that: while the device was ventilating a pt, the user intended to move the ventilator and unplugged it. The ventilator did not switch over to back up power, instead powered off and an audible alarm was heared. The pt was transferred to another device. No pt injury.